Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to provide additional information received through follow-up. It was confirmed the distal cover was not damaged once collected and it is not confirmed until the actual operation that the distal cover does not come off by pulling or twisting it, and that the cover is not torn or deformed. The customer does not use anti-fog, but admits to not being able to grasp the actual operation. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, it is likely that the distal cover was easily removed due to be the following: the attachment of the distal cover to the scope was insufficient. The distal cover was damaged due to the adhesion of chemicals such as anti-fogging agents. However, the root cause of the phenomenon could not be specified. The event can be detected and prevented by following the instructions for use which state: the detection method is described in section 4.1 of chapter 4 of the operation manual. Preventive measures are described in section 3.5 of chapter 3 of the operation manual. Olympus will continue to monitor field performance for this device.

Event description:
The olympus employee reported that during an unspecified therapeutic procedure, the distal cover fell off into the oral cavity when the endoscope was removed. The distal cover was retrieved immediately. The procedure was completed using the same device without a delay. There was no evidence of additional intervention or any patient harm during the procedure. The related patient identifiers for the event are: complaint # (B)(4), evis lucera elite duodenovideoscope, tjf-q290v, serial number- unknown (this complaint). Complaint # (B)(4), single use distal cover , maj-2315 serial number:(B)(6).

Manufacturer narrative:
E1: the complete establishment name is - (B)(6). The device was not returned to olympus for evaluation. A supplemental report will be submitted if any additional information is provided by the user facility.